Event description:
It was reported that the pump touch screen has a pixel issue. The customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.